Manufacturer narrative:
B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. The device was successfully restored on (B)(6) 2015.